Event description:
It was reported that the patient was presented in clinic due to complaints of shoulder stimulation. An insulation anomaly on the right atrial lead was suspected. The device was reprogrammed and the lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.